Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl at one point. She treated via manual insulin injection. The customer stated that she gets black and blue at her insertion site. She was having a hard time using the serter to properly insert her infusion set. No products were returned for analysis and a replacement quick serter was shipped to the customer.